Event description:
Patient reported a right side "pain and also lives with the anguish of having a time bomb in the body." Patient later reported "radial folds" and "small amount of liquid around the implant" via MRI and beginning of a contracture" baker grade unknown. The events of "oval-shaped nodule" and "cyst" are not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient's representative later reported right side"the patient developed uterine cancer" which is not device related.